Event description:
The customer reported, the 6800 system did not boot. No patient was injured.

Manufacturer narrative:
The service rep reseated sbc and system interface boards. System now boots up normally.